Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced pectoral muscle stimulation. When the lead was programmed to bipolar stimulation exit block was noted. The lead exhibited noise. The lead was explanted and replaced.